Manufacturer narrative:
(Event date = (B)(6) 2021). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that half the programmer screen went blank. However it was noted that the cursor did not select. The computer platform was replaced from salvage inspected per applicable documents and the software was reloaded and updated. The programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that half of the screen of the programmer went blank. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.